Manufacturer narrative:
(B)(4). Estimated date of event it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, while advancing an unspecified trek balloon dilatation catheter (bdc) toward a lesion in an unspecified vessel, the proximal shaft became bent; thus, the trek bdc was withdrawn from the anatomy. However, during the withdrawal, the proximal shaft separated. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.